Event description:
It was reported that a balloon rupture occurred. A 50% stenosed target lesion was located in the moderately to severely calcified and moderately tortuous mid right coronary artery. A 6mmx2.75mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was first inflated at 6 atm for 60 seconds. It ruptured during second inflation at 6 atm while trying to inflate to 10 atm. The device was completely removed using the usual method without any problems and the procedure was completed with another of the same device. No complications were reported, and patient condition is good post procedure.